Event description:
The patient received inappropriate therapy; however it was unsuccessful in terminating the ventricular tachycardia (vt) by means of anti-tachycardia pacing (atp). Therefore, a high voltage therapy followed terminating the vt appropriately. Although the therapy terminated the vt, it truncated. High voltage lead impeance was observed. A lead malfunction is suspected.